Event description:
Dealer advised that sector block was missing.

Manufacturer narrative:
No end user information provided. The product is not expected to be returned. A follow-up will be sent if additional information is received.